Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000140139.

Event description:
It was reported that the patient is unable to set their ipg to MRI mode. Diagnostics indicated that one of the octrode leads has high impedances. As a result, surgical intervention may take place at a later date to address the issue. It is unknown which lead had caused the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.